Event description:
The facility reported a pump that turns off by itself. The problem occurred before use. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of a device that turns off by itself was not confirmed during eval. No further action regarding this problem was deemed necessary. The device was re-tested and returned to the customer within specification.